Event description:
We have had a total of ten of these devices that have failed. The purpose of the device is to scan the patient to make sure there is not a foreign object left behind. The screen goes on and then goes blank and doesn't work. It's a patient safety device that is essentially useless. Manufacturer response for wand to find retained foreign objects, situate rf detector (per site reporter). We are very frustrated with the constant breaking of these devices. We are not able to get loaners easily and this impacts our ability to close the surgical wound as we wand this device over the patient prior to closure. It's causing a delay in our surgical cases. The manufacturer is aware but doesn't seem to be taking definitive action.